Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had ghost pocket. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the device had exhibited a ghost pocket. The technical support specialist (tss) dialed into the server, verified the medication inventory and quantities, and identified multiple results in the inventory view table. The tss also noticed a large discrepancy between the inventory on the server and the dbo.inventoryview table. To resolve the issue, the tss deleted the incorrect inventory entries from dbo.inventoryview and resent the inventory count from the es server. The system functioned as intended after the technical support specialist completed the troubleshooting.